Event description:
It was reported that pump displayed non-resettable malfunction code 16 with no notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to reprogram pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label within 10 days.